Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump touch screen was delayed in responding to presses. At the time of the report with tandem technical support the touch screen was functioning as intended; therefore customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 263 mg/dl.